Event description:
It was reported that the end valve piece in the catheter was upside down. The catheter was used for the procedure. The physician pulled the valve off and cut the sheath with the slitter upon completion of the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).